Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the slot on the top of the battery cap is worn. This report is made based on the results of an investigation completed on 12/05/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/05/2013 with the following findings: multiple low battery warnings observed in black box and alarm history. Evidence of a partially discharged battery installed on 8/18/2013. Low voltage in replacement batteries. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment or on underside of battery cap. Battery cap is able to fully tighten. A power loss was not observed. "Coin slot" on top of battery cap worn. Pump case was removed, no evidence of moisture contamination or loose components found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.